Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to the user facility. The fse replaced the leaking sample port assembly. Tested with water to confirm there no other leaks. Loaded disinfectant and ran a complete cycle and found no further leaks. Software attributes were verified and confirmed. The equipment passed the electrical safety test and it was repaired according to regulations. No other issues were reported. If additional information is obtained a supplemental report will be filed.

Event description:
A user facility reported a leaking test port on an endoscope reprocessor. No patient involvement or injury was reported. No additional information has been obtained.

Manufacturer narrative:
The investigation has been completed. A device history record (DHR) review was performed and found no non-conformances that would cause the reported malfunction. All records indicate that the device was manufactured in accordance with all applicable procedures. The instructions for use (IFU) states to check the concentration of the disinfectant solution during the reprocessing. We determined that the disinfectant (acecide) concentration could not be checked from disinfectant removal port per the IFU. The root cause could not be conclusively determined. Probable causes that could have led to the reported event include physical damage leading to the breakage of disinfectant removal port, which led to an acecide leakage. Moreover, breakage of disinfectant removal port may have caused drain connector to be impossible to be connected.